Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to a product performance anomaly. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this crt-p was explanted due to recording a code 1003, which states that the voltage is too low for projected remaining capacity. This device has not been returned.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to a product performance anomaly. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.